Event description:
In late 2007, the nuclear medicine technologist was unable to use the skylight imaging system (gamma camera). The system didn't respond and was rebooted several times by the technician. The technologist called the hospital clinical engineer who worked with the technician over the phone to bring the system back to full functionality. This effort was unsuccessful. On the next day, the hospital clinical engineer went to troubleshoot the system and found evidence of an electrical short on a system board. The technologist did not smell smoke or see any overheating prior to noticing the system was not functional. A call was placed to a philips field service engineer. On the following day, the tpdb board and all cables were replaced. There was not patient or operator injury associated with this incident.

Manufacturer narrative:
The problem is still under investigation by philips medical systems-cleveland and philips nuclear medicine (milpitas, ca). A follow-up report will be issued detailing additional investigation results and corrective/preventive actions, as appropriate.